Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver and smart device showed a transmitter failed error. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter failed as the logs displayed a transmitter error on the issue date. The complaint could not be replicated with the returned device. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.